Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during insertion of the matrix screw on an unknown date, it was noticed that the retaining sleeve was not engaged in to the head of the bone screw. After close inspection it was found that the first run/thread of the tip of the retaining sleeve had come away and was left in the head of the bone screw. Thus the retaining sleeve was too short to fully engage with the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review for this lot has been made. Our investigation has shown that there is nothing broken at the thread of the retaining sleeve. A slight deformation of the first thread flank was found. A titanium fragment was received which does not belong to the device. There is evidence that the thread flank of the retaining sleeve was damaged by a loose prime lock connection between the retaining sleeve and the screw during the insertion. Such a loose connection, in combination with high lateral stress, can lead to such a breakage. The cause for a loose connection is either insufficient tightening during the screw pick up or high friction between the inner and outer sleeve of the retaining sleeve. The design of the retaining sleeves has been improved to reduce friction between sleeves.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).